Event description:
The customer reported that a pump module infusing normal saline, at a keep vein open rate, took longer than expected. The biomed who tested the unit found the pump under-infused by 10%. There was no effect to the pt and medical intervention was not required. Although requested, the customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.